Event description:
It was reported the patient presented with fever, headaches and chills. Aspiration of subcutaneous fluids, found to be spinal fluid, had 300 wbc count. The findings consisted of "meningitis secondary to morphine pump." The drug used in the pump was fentanyl 1200 mcg/ml at a dose of 500.1 mcg/day. The pump was explanted and not replaced due to the system causing unacceptable complications. The patient recovered without sequela.